Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring,

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that ring was missing from reservoir compartment on insulin pump. The customer¿s blood glucose level was 254 mg/dl. Customer states they have issue with pump and havihadng high blood glucose level since last night of over 300mg/dl. Customer states that when reservoir was pulled out of pump, reservoir had a rubber band like ring that came out with the reservoir that may have come out of the pump. The customer was assisted with troubleshooting. Customer reports damage to the pump and ring was missing from reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.